Event description:
On 11/28/2006, nellcor puritan bennett received a report of cuff leak on a 6dct tracheostomy tube. The caller reported 3 tubes developed cuff leaks and had to be replaced. The caller reported the first tracheostomy tube developed a leak after two weeks the caller reported the second tube developed a leak after a week. The caller reported the third tube developed a leak after 12 hours. The caller reported that all 3 tubes have been discarded.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The samples and lot number associated to this complaint are not available for evaluation.